Manufacturer narrative:
The investigation of the impacted product was completed by the failure analysis lab on november 19, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of missing material (a) on the posterior view measuring approximately 0.4 cm x 0.3 cm. In addition, the implant had a crease/fold on the anterior view. Leak testing was performed according to the mentor procedures, and a tear (b) within the crease/fold measuring approximately 0.2 cm was found. Microscopic examination was performed on the edges of the missing material (a), and parallel striations were found measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the missing material (a) could not be identified. The evaluation determined that the cause of the rupture (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral deflation post procedure. As a result, bilateral prosthesis replacement with new mentor smooth round moderate profile 375cc saline prostheses was performed on (B)(6) 2021. See 1645337-2021-12626 for contralateral prosthesis report.